Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump while attempting to fill the tubing. Her blood glucose was 250 mg/dl. During troubleshooting, the customer stated the insulin pump fell and hit the ground. The drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor with high current draw. No further tests could be performed due to alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.